Manufacturer narrative:
(B)(6). Device is a combination product.   (B)(4).   Device evaluated by MFR.: synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. The hypotube was broken at approximately 240mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 24mm x 2.75mm, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 24 synergy¿ stent was advanced but failed to cross the lesion. When the device was withdrawn, it was noted that the shaft was broken. The device was completely removed and the procedure was completed with another 2.75 x 24 synergy¿ stent. No known patient complications were reported and the patient's status was stable.